Manufacturer narrative:
This event occurred outside the us where the similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Product performance information was obtained, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that the device wave let algorithm did not recognize a ventricular episode and therapy was withheld. The device was reprogrammed and remains in use. The patient is a participant in the clinical service project study. No patient complications have been reported as a result of this event.